Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post-operative device check, it was noted that the impedance reading on the right ventricular (rv) lead was undefined and that the polarity had been switched to unipolar by the lead monitor. A chest x-ray was performed, but a cause of the issue could not be specified. A revision was performed. When the revision was performed, connection of the implantable pulse generator (ipg) and the rv lead was confirmed by pulling as well as by visual inspection, but no cause was found. The connector of the lead was cleaned as well as the connector port of the ipg. The lead was then reconnected to the device and impedance values were in the normal range. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.